Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was having high blood glucose levels. Customer's blood glucose level was 400 mg/dl. The customer was vomiting. The customer corrected his blood glucose level with a syringe. The infusion set had a bent cannula. The device was not returned.